Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503880, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed through a physician examination. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/4/2019. Device evaluation summary: it was reported that 52-year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation a rent two rents were observed on the anterior and extending to posterior aspect, measuring approximately 4.1 cm and 4.6 cm, respectively. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striation is more conclusive to sharp instrument damage rather than shell failure due to wear. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/5/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).